Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: rp smartassist system with automated impella controller & rp flex with smartassist system with automated impella controller section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ rp flex with smart assist system with automated impella controller section: warnings & cautions: warnings ¿do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿

Event description:
The complainant reported a patient with right heart failure was implanted with an impella rp. The device was placed and supported the patient for 6 days with reported pump flow and placement signal issue. The team then withdrew care, and the patient expired. No allegation that the rp caused or contributed to the death, but there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The pump was returned for investigation. The pump passed the laser continuity test and optical bench test. All electrical values were within spec. There were no catheter or cannula kinks, no biomaterial on sensor, or blood ingress in the purge line. Some biomaterial was found around the impeller blades however, due to which the pump was unable to be run in the lab as it triggered motor current high alarms. Data logs were returned for analysis. Data log analysis confirmed periods of negative central venous pressure (cvp0. The optical parameters were checked in the logs and the sensor appears to be fully functional. The clinical details mention that the placement signal issues begin when extra-corporeal membrane oxygenation is initiated. This likely causes a local suction condition that applies negative pressure to the sensor. A motor current spike was seen towards the end with rise in purge pressures which might point towards biomaterial ingestion, however, sustained low pump flows for the same p-level were seen earlier in the case, which aligned with the cvp dropping to negative values, pointing towards patient condition when considering that the patient was on other support devices simultaneously based on clinical data. No suction alarms were triggered. Placement signal was stable initially, then started trending upwards, and became unstable as cvp dropped to negative values. No placement signal not reliable alarms were triggered. Optical signal issue: the root cause of the optical signal issue was most likely patient condition based on data log analysis, product evaluation, and clinical details. Low pump flow: the root cause of the low pump flow was most likely patient condition based on data log analysis, product evaluation, and clinical details. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include placement signal coding b7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated.